Manufacturer narrative:
The vascade mvp devices will not be returned for evaluation, as the user facility has discarded them. Therefore, no malfunction can be confirmed. The event is consistent with intravascular malposition of the closure device by the operator requiring surgical intervention. While the exact root cause cannot be definitively determined, the procedural factors, user error, and device-related should be considered.

Event description:
The patient underwent ultrasound-guided access and mapping of the left common femoral vein using a sonosite systema nd the vascade mvp to achieve hemostasis. According to the surgical report, the patient was prepped and draped in the usual sterile fashion. At the conclusion of the procedure using ultrasound guidance, the left common femoral vein was successfully identified and mapped. However, the guidewire could not be visualized over the closure device under fluoroscopy. While the guidewire was intermittently visible with sonosite ultrasound, the closure device itself could not be clearly visualized using fluoroscopic imaging. As the patient was already under general anesthesia, a decision was made to proceed with surgical exploration. An incision was made parallel to the groin fold, and dissection was carried down to the anterior wall of the left common femoral vein. Upon exploration, nearly the entire closure device system was found within the vein, with only a small portion protruding externally. The surgeon carefully dissected and completely removed the device, which was sent for gross identification. Hemostasis was achieved by closing the insertion site and the anterior wall of the common femoral vein using a 4-0 prolene mattress suture. The common femoral artery was then examined separately and showed no evidence of bleeding. The surgical site was irrigated with antibiotic saline solution, and the wound was closed in layers in the standard fashion. A dressing was applied. The patient tolerated the procedure well and was transferred to the surgical ICU for observation in stable condition. The patient remained hospitalized for two days and was subsequently discharged home.